Event description:
Complainant alleged that the associated defibrillator displays a "unit failed" message when these electrode pads are attached. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.